Event description:
It was reported that during a urology procedure the clips were not locking. They checked the device and the jaws were bent. The procedure was completed with sutures. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.